Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors. The visual inspection was performed and 1 of the 2 sensors had a broken cannula. The other remaining sensor was put through a bicarbonate buffer test and the sensor failed per specifications with low readings. The needle complaint was unable to be confirmed due to customer not returning insertion needle and instead only the sensor. The cannula was bent and therefore it was unable to confirm the customer received the sensor in the condition they claimed due to customer returning an opened and used product.

Event description:
Customer reported via phone call lost sensor alarm and blood at site. Customer's blood glucose level was 123 mg/dl. Troubleshooting for blood at site was performed. Customer advised the site is not actively bleeding, blood is not visible on the sensor connector and that the sensor is inserted on the right side. Troubleshooting for the lost sensor alarm was performed. Customer advised the insulin pump does not communicate with the transmitter. Customer advised the cannula was a little bent and that they changed it out. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.